Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the guidewire was stuck in the lead. The lead was not used. Two other leads were attempted for implant; however, the implant was unsuccessful due to patient¿s issue. Another lead was used, but the lead was damaged while trying to slit the inner catheter. The patient was discharged after the procedure.

Manufacturer narrative:
The reported event of lead damage was not confirmed. As received, a complete lead was returned in one piece. Electrical testing and visual inspection did not find any anomalies or procedural damage.